Manufacturer narrative:
The reported events were noise and mode switch. As received, a partial lead (distal portion) was returned in one piece. The reported event of noise was not confirmed. During electrical testing the lead was shorting due to procedural damage to the inner insulation at the distal region of the lead. X-ray examination did not find any indication of conductor fractures. Visual inspection of the lead did not find any anomalies with the exception of procedural damage.

Event description:
It was reported during in clinic follow up that the atrial lead exhibited oversensing due to noise. This noise resulted in inappropriate mode switch. The lead was explanted and successfully replaced. The patient was stable and asymptomatic.